Manufacturer narrative:
Unique device identification (UDI): (B)(4). DHR: lot 3841179 conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leak, reflux, and pressure. The catheters were visually inspected; some biological debris was noted. The catheters were irrigated no occlusions noted. The possible root cause for the problems reported by the customer could have been due to biological debris interfering with the valve, no occlusion issue was noted during the investigation.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported occlusion of the hakim valve. When the valve was placed in the patient and csf flow test was performed before the insertion of distal end of abdominal catheter into the abdominal cavity, but the csf flow could not be confirmed. Therefore, the valve was replaced with a new valve and the procedure was completed with no adverse consequences to the patient.